Event description:
Pump declared a cartridge change error. There was no reported impact to the customer¿s blood glucose level. Caller was instructed by technical support to inspect the pump and cartridge, clean the pneumatic tap area, and follow on-screen instructions. After initially failing to load the cartridge, caller successfully loaded a new cartridge without requiring further assistance.